Manufacturer narrative:
Received one accustick ii w/o guidewire device. There was no residue present on the product. From visual evaluation, the distal tip of the outer sheath was found torn/split. No damages were observed to the inner sheath and the stiffening cannula. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is related to supplier manufacture. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during preparation for a transluminal percutaneous treatment procedure, the sheath split. An accustick ii introducer was selected to gain access to the biliary artery. The device was unpacked, and it was noted that the tip of the sheath was "grainy" and appeared to have melted and there was a 1mm split at the end. It never made contact with the patient and the procedure was completed with a different device. No patient complications were reported and the patient's status is stable.

Event description:
It was reported that during preparation for a transluminal percutaneous treatment procedure, the sheath split. An accustick ii introducer was selected to gain access to the biliary artery. The device was unpacked, and it was noted that the tip of the sheath was "grainy" and appeared to have melted and there was a 1mm split at the end. It never made contact with the patient and the procedure was completed with a different device. No patient complications were reported and the patient's status is stable.